Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified distal left circumflex. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was no pressure applied from the initial inflation. When the device was checked outside the body, it was further noted that the balloon had already ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified distal left circumflex. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was no pressure applied from the initial inflation. When the device was checked outside the body, it was further noted that the balloon had already ruptured. The procedure was completed with another of the same device. No patient complications reported.